Event description:
A report was received that the control valve of the closed suction system was left in the locked position and the respiratory therapist could not unlock the valve. The pt had started to desaturate and the therapist replaced the device. The end user stated that no other medical intervention was required. The suction control valve stuck in the down (locked) position activates vacuum, which removes air from the pt circuit. Kimberly-clark/ballard medical has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.

Manufacturer narrative:
The end user stated that,the event occurred in 2004. Notification of the event was not received until 9/13/04. The end user stated that, the device was available for eval. Two telephone calls have been made to retrieve the alleged device. No conclusion can be made at this time. We are awaiting return of the device to evaluate and a lot number was not provided. A supplemental report will be submitted when additional info is available.